Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. Troubleshooting was performed. The programming and daily totals in the insulin pump were correct. Ran a fixed prime and high pressure tests and passed. No further information was provided.